Event description:
It was reported that the patient heard the patient alert tone. Interrogation of the device reveals no alert conditions had been met. The device observation text does not reflect any alert conditions. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient heard the patient alert tone. Interrogation of the device reveals no alert conditions had been met. The device observation text does not reflect any alert conditions. It was later reported that the device reached its elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.